Manufacturer narrative:
Updates made: b3: date of event; updated to (B)(6) 2023.

Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the reported lot expired on (B)(6) 2023. Root cause: expired product used. Source: phone.

Event description:
Customer reporting 3 false positive sars results. Customer states the results were negative by another brand rapid otc kit. Through interview it was found the test the customer was using was expired. Report 3 of 3.